Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is flextronics. (B)(6).

Event description:
It was reported that 9 sharps coll au counter balance 7.6l experienced missing lids/slide clamps which were noted during use. The following information was provided by the initial reporter: it was noted whilst cleaning the trollies that some of the rectangular sharps containers were missing the internal safety flap, we have removed these and there are two new ones. A total of 9 sharps containers have been identified and removed. We have replaced with the small sharps containers.

Manufacturer narrative:
H.6. Investigation summary: the actual product nor photo representation was provided. A review of the device history record (DHR) was not possible since a lot number could not be provided. A review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident, ¿missing safety flap¿. Also, a complaint review found no additional reported complaints for the issue. There was however a corrective action already implemented for this container. Related manufacturing personnel was interviewed for a complete complaint assessment and to identify any further corrective actions necessary. Additional steps were implemented for the subassembly and layout to the packing process to avoid any future occurrences. Bd will continue to monitor for any trends. H3 other text : see section h.10.

Event description:
It was reported that 9 sharps coll au counter balance 7.6l experienced missing lids/slide clamps which were noted during use. The following information was provided by the initial reporter: it was noted whilst cleaning the trollies that some of the rectangular sharps containers were missing the internal safety flap, we have removed these and there are two new ones. A total of 9 sharps containers have been identified and removed. We have replaced with the small sharps containers.